Manufacturer narrative:
Batch review: we have checked the manufacturing file of this lot of celsite access ports, which complies with our specifications and does not present any abnormality. No other similar incidents were declared to us concerning this lot of access ports, sold since (B)(4) 2013. Investigation results: the device was not returned for evaluation. Examination of the x-ray pictures received: on (B)(6) 2013: the picture shows the access port implanted via right subclavian vein. It is noted that the connection ring is mounted upside down on the exit cannula. On (B)(6) 2013: pictures show the catheter separated from the access port and is in the heart and superior vena cava. Conclusion: the device was not returned for analysis, however: as the disconnection happened only seven days after implantation, and the connection ring seems to have been mounted incorrectly, this incident is probably due to incorrect catheter/port connection. No corrective action envisaged.

Event description:
On (B)(6) 2013: celsite st305h implanted in pt via right sub-clavian vein. On (B)(6) 2013: pt entered the hospital due to discomfort and discharge of blood and fluid from the port site. On (B)(6) 213: x-ray control shows separation between the port and the catheter. On (B)(6) 2013: removal of access port and the catheter.